Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the sheath was inserted over the transseptal. When trying to aspirate, there was no flow. The sheath seemed closed in the system per the physician. The sheath was replaced and procedure was completed. No patient complications were reported. The sheath is expected to be returned for analysis.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the sheath was inserted over the transseptal. When trying to aspirate, there was no flow. The sheath seemed closed in the system per the physician. The sheath was replaced and procedure was completed. No patient complications were reported. Further information was received and noted that the faradrive sheath was inserted and crossed transeptal access. When the physician tried to aspirate, there were no blood flow. They physician tried many times with no flow achieved. No patient complications were reported due the malfunction and no alarms or error were displayed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported difficult to irrigate was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear on the hemostatic valves, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The shaft was heavily occluded near the distal tip, and the dilator's proximal end detached when the initial removal attempt was made. Entire sheath was left to soak in deionized water for 72 hours, after which the dilator was removed to continue with leakage testing. The faradrive steerable sheath was leak tested and did not pass leak tests. While the shaft was able to flush once the dilator was removed, the test was unsuccessful as the device was observed to leak from the proximal end of the sheath during preparation. Microscopic inspection of the hemostatic valve identified that the outer and internal valves were both torn by their center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. The damage was likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive device confirmed that the event of difficult to irrigate is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. Boston scientific's investigation determined the dilator's fracture at its proximal end observed clinically. The investigation also confirmed the dilator fracture at its proximal end, as observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code "cause traced to component failure", as the fracture occurred while attempting to extract the dilator from the occluded shaft. Separately, the deformation observed due to the sheath being returned and sterilized with the dilator inserted was determined to have the "cause traced to transport/storage." B5: describe event or problem- updated. E1: initial reporter email- updated.

Manufacturer narrative:
B5: describe event or problem- updated. E1: initial reporter email- updated.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the sheath was inserted over the transseptal. When trying to aspirate, there was no flow. The sheath seemed closed in the system per the physician. The sheath was replaced and procedure was completed. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. Further information was received and noted that the faradrive sheath was inserted and crossed transeptal access. When the physician tried to aspirate, there were no blood flow. They physician tried many times with no flow achieved. No patient complications were reported due the malfunction and no alarms or error were displayed.